Event description:
The customer reported that this defibrillator failed to discharge while in use on a patient. There was no impact as the users switched to a different defibrillator to deliver therapy and continue care of the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of investigation.